Manufacturer narrative:
Patient was pediatric. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain one of eight of peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver stated that there was no solution in the patient line. The renal therapy services (rts) explained the event and possible causes. There was no patient injury or medical intervention associated with this event. No additional information is available.